Manufacturer narrative:
The initial reporter was engineer during a visit to the customer. The correction of d4 version or model #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 version or model #: ard568604998. Corrected d4 version or model #: ardlca309004a. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. On 29th march, 2023 getinge became aware of an issue with one of surgical lights - lucea 50 sf. It was stated the power supply cover was damage resulting a risk of electric shock. There was no injury reported, however, we decided to report the issue based on the potential of electrical shock for operator of the device. The device has been configured in accordance with the manufacturer's recommendations and has been returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the lucea power supply cover was probably damaged by a collision. To prevent any incident the lucea instruction for use IFU 01741 mentions: "warning! Risk of injury/infection. The use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device". Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lca 50. It was stated the power supply cover was damage resulting a risk of electric shock. There was no injury reported, however, we decided to report the issue based on the potential of electrical shock for operator of the device. The device has been configured in accordance with the manufacturer's recommendations and has been returned to use.